Event description:
The day after lip augmentation with injectable collagen implants the patient developed a painful darkened lesion on the mucosal surface of the lip. This progressed to tissue necrosis within one week. Physician treated with a variety of topical and oral antibiotics and pain relievers.